Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during automated peritoneal dialysis (apd) therapy.reportedly, hp's transfer set inadvertently became disconnected from the patient line of the hc set during therapy. Tsc assisted hp in ending hp's apd therapy early. Per hp's rn, no pt injury or medical intervention was associated with this incident.